Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2020 additional information: d9, h4 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received one 2227 drain and trocar. The trocar is broken off the drain in the connection area. These products reported to be manufactured, inspected and packaged in conformance with customer specifications and have been found to be acceptable within all parameters. Most likely, the drain tore following excessive force applied by the user. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the drain replaced to another device? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Were there any intra-operative complications? If so, what were they? No further information is available. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2020 and a drain was used. During surgery, when the surgeon was placing the drain on the wound site, the drain was broken easily outside the patient. Further details are not provided. There were no adverse consequences to the patient.